Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an mr850 humidifier displayed the heater wire adaptor disconnect alarm after three days of use with an rt340 adult breathing circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult breathing circuit was returned to fisher & paykel healthcare (B)(4) for inspection. The electrical resistance of the heater wires of the inspiratory and expiratory limbs were tested using a multimeter. Results: electrical resistance testing showed that the expiratory limb was within specification but that the inspiratory limb heater wire resistance was out of specification. Continuity testing and visual inspection revealed that the open circuit in the inspiratory limb heater wire was due to a poor connection between the heater wire and the connector pins. A lot check revealed no other complaints of this nature for lot 130618. Conclusion: the resistance of the inspiratory limb heater wire was out of specification. This was most likely due to a poor connection between the heater wire and the connector pins that only developed after it was released for distribution. All rt340 breathing circuits are subjected to a continuity test on the production line which is followed by a resistance test and a visual inspection. Any circuits that fail are rejected. This suggests that the resistance of the inspiratory limb heater wire only became out of specification after it was released for distribution.